Event description:
It was reported that during a davinci s surgical procedure, the customer noted a 'broken cables' on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was found to be frayed at the distal idler pulley. The frayed strands stick out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was main insulation tube damage. The distal end of main tube had various scratch marks with light material removal. Engineering concluded that damage was likely due to mishandling. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.